Event description:
An ave stent 3.0 mm diameter x 15mm length was inserted into the right coronary artery. It was not possible to cross the target lesion, therefore, the stent end delivery system were pulled back and the stent dislodged from the stent delivery system at the femoral sheath. It is not known if the physician followed the instructions for removal of an unemployed stent. The stent was successfully snared from the pt and discarded. There was no 'product complaint' from the physician and there was no add'l clinical sequelae reported relative to the event.